Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold measurements. Subsequently, a revision procedure was performed and this lead was surgically abandoned and a new lv lead was implanted. No additional adverse patient effects were reported.